Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. H3 other text : device evaluation anticipated, but not yet begun

Event description:
It was reported that prior to the implant procedure, the helix could not be extended or retracted properly. The lead was replaced and the patient was doing well after the procedure.

Manufacturer narrative:
Analysis was normal. No anomaly was found.